Manufacturer narrative:
(B)(4). UDI # unknown. The product has not returned for evaluation. A review of the device history record is not possible as no lot number was received. A root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. He actual complaint product was returned for evaluation.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to MDR #s 8030647-2015-00218, 8030647-2015-00219 for the third patient's report. It was reported that the clinician was unable to remove the closed suction catheter from an endotracheal tube, and the suction catheter detached from the manifold connection at the top of the suction catheter device. The thumb valve spring had broken away from the white housing. There was no patient injury or adverse event.

Manufacturer narrative:
The device history record for the lot number m5194t508 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The position of the thumb valve appeared to be fully upright (unlocked, closed position). After the valve was depressed and released, the valve returned to the full upright position. The sample was then attached to the mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue dye and suctioning did not occur. When the thumb valve was fully depressed suctioning increased. The thumb valve turned 90 degrees and the suctioning did not occur. Suctioning did not occur when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).